Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion which required phenylephrine drip. The patient had a medical history of premature ventricular contractions and ventricular tachycardia. During the mapping phase, a pericardial effusion was noticed as the patient's blood pressure dropped and was confirmed by echocardiogram. No ablation was performed. The patient required pharmacological support (phenylephrine drip) for blood pressure as well as an arterial line placed for close blood pressure monitoring. The patient was reported to be in stable condition at the time this complaint was reported to biosense webster inc. The patient did not require extended hospitalization due to the event and has since fully recovered. The physician did not provide a casualty opinion for the adverse event as they are unsure if the adverse event occurred during right ventricle catheter placement or during transseptal puncture. A transseptal puncture was done with a st jude medical stylet/needle 18 gauge brk curve transseptal needle. The patient received anticoagulation during the procedure and the activated clotting time was maintained at 300 to 350 seconds. A st jude medical sheath introducer 8.5 f was used during the procedure. There were no noted factors that might have contributed to the adverse event. Irrigation flow was set at 2ml/min. There was no error message on bwi systems during the procedure. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion which required phenylephrine drip. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).